Event description:
Additional information: the pump and catheter ((B)(4)) were replaced. A catheter occlusion was questioned. The rotor study results reported previously was within normal limits. Patient did not receive therapeutic effect of drug. Patient sustained no injury; recovered without sequel.

Event description:
It was reported that the actual residual volume (arv) of 18 mls in the patient's pump was greater than the expected residual volume (erv) of 7mls. No issues were noted in the pump logs. The pump was filled with 18mls of prialt on three separate occasions and had 18mls in the pump each time when refilled. The patient doesn't believe that he is getting any pain relief; does not report withdrawal symptoms. The pump contained prialt 25mcg/ml concentration, and was programmed on a flex dose rate with a total daily dose of 3.521 mcg/day. The patient was coming in the following week to have the pump analyzed, have a dye study and possible rotor study. It was later reported that the rotor study showed that the pump had appeared to move 60 degrees counterclockwise. The catheter dye study was aborted due to the inability to draw fluid back from the catheter access port. The patient was being sent to have his catheter replaced.

Manufacturer narrative:
Patient therapy manager: model #; 8835, serial #: (B)(4). Catheter: model #: 8731sc, lot #: n226210005, implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed an indent down in connector seal along with occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.